Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: troubleshooting the purge system. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped. ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported that the patient had a cp pump placed to support the elderly patient admitted into the tertiary center after being transferred from the community. The patient was in acute failure, intubated, and cp place to allow for valve surgery. The pump was placed but the pulse pressure rose with pulmonary fibrosis dropping, and troubleshooting discussions were correct in that there was ingested clot observed when the pump was explanted and replaced.

Manufacturer narrative:
The investigation of high purge pressure and thrombus has been completed. High purge pressure: data logs were not recovered. The pump was returned and inspected and biomaterial was found in the purge gap. The cause of the high purge pressure was biomaterial due to biomaterial found in the purge gap. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details.